Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4, calcified, posterior anulus and fragile leaflet. A mitraclip ntw was implanted without issue, reducing mr to a grade of 1. On (B)(6) 2023, the patient presented with recurrent mitral regurgitation (mr) grade 2-3. Echocardiography showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) per the account is related to patient conditions (fragile leaflets). Mitral valve insufficiency/ regurgitation (mr) appears to due to the slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.